Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of dilator tip damaged in use was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed with one finding. For material sz-14703-001 and lot 71c19h1065, a non-conformance was initiated for burrs on the dilator hub. However, this failure mode is not relevant to the complaint issue. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " (B)(6) 2022, the doctor found the dilator tip was damaged during used on the patient." No patient injury or harm reported. Patient condition reported as "fine".

Event description:
It was reported that "(B)(6) 2022, the doctor found the dilator tip was damaged during used on the patient." No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).